Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 10oct2018. The customer confirmed the touchscreen issue, and the customer's biomed replaced the touchscreen.

Event description:
The customer reported that the touchscreen was inoperative; there was no response to touch commands. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.